Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The reported event was not confirmed. Visual examination shows that the shape of the tubing has been altered using the stylet wire and the tracheal cuff is stretched over the tracheal cuff notches. The returned unit inflated and deflated without any issue noted. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit balloon was missed. There was no patient involvement.